Event description:
In this event it was reported that a pt's lips swelled approx 20 minutes after use of nupro prophy paste; the pt took benadryl to contact the reaction.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.